Event description:
It was reported by a customer on (B)(6) 2011, energy was not making it into the tip of the fiber and the fiber failed at 239 joules. Also, it was reported the failure location appeared to be right at the location where the glass connected to the metal tip of the fiber. No pt injury was reported.